Event description:
It was reported the patient presented with an infection one week after implant. The patient was treated and underwent a specific treatment. Reportedly, the patient has recovered and the issue addressed.